Event description:
Initial result for a pt tsh sample was 0.075 ulu/ml. When repeated, the result was 6.60 uiu/ml. The field service representative found that the s/r probe required adjustment and the static brush required replacement due to excessive wear.